Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a purple image. The event was identified during preparation and prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e2, e3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. No reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, a definitive root cause could not be identified. However, the purple image was likely due to a broken r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event was identified during preparation and prior to sedation for a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There was a delay of approximately 15 minutes.